Manufacturer narrative:
An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history review (DHR) for the product was reviewed and the dhrs indicated the product meets per its specification prior to release to distribution. Sensor assembly extended manufacturing review investigation summary: lot 1000981789 performed within specification for all measurements during the sensor manufacturing and release testing process. There were no non-conformances in the same time period that relate to the manufacture of lot 1000981789. All measurements reviewed are within specifications. Sensor kit extended manufacturing review investigation summary: no abnormal conditions were observed for the reviewed units, nor manufacturing issues were observed from the reviewed documentation. It was confirmed the units were manufactured following the validated parameters, and the quality inspections and testing were successful. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer's partner contacted adc alleging a low readings issue with the adc device. The customer reportedly received unspecified low readings from the adc sensor scan and experienced "feeling bad and tired" and "could not eat. It is unknown whether the customer noted a trend arrow on the device. It was further reported that the customer was seen at the hospital in the cardiac ward where they received unspecified IV fluids and ultimately, passed away. At this time, there is no cause of death, autopsy report, or death certificate that has been provided. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained. Based on the information currently available, it is inconclusive whether the adc device has or may have caused or contributed to the reported death.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer's partner contacted adc alleging a low readings issue with the adc device. The customer reportedly received unspecified low readings from the adc sensor scan and experienced "feeling bad and tired" and "could not eat. It is unknown whether the customer noted a trend arrow on the device. It was further reported that the customer was seen at the hospital in the cardiac ward where they received unspecified IV fluids and ultimately, passed away. At this time, there is no cause of death, autopsy report, or death certificate that has been provided. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained. Based on the information currently available, it is inconclusive whether the adc device has or may have caused or contributed to the reported death.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.